Event description:
I have been having problems with the medtronic silhouette paradigm infusion sets. The tubing on them is no longer clear and is brittle. Where as before it was clear and pliable. The new tubing leaks insulin and gets air in it. Therefore disrupting the flow of insulin. My blood sugars when using the new tubing average 300 to 400. I have reported this to medtronic over and over for almost a year now and they can't seem to come up with a resolution. I am working with a supervisor named (B)(6) who has run out of answers for me. I have actually had the product crack while removing it from the pump several times. I have limited supply of the good tubing left and am desperate for an answer. I am type 1 diabetic and need this product to stay alive. (B)(6) has advised me to re-use the "good tubing" over and over until we get resolution. He has sent me several different samples to try and many of the lot numbers are affected.